Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, "in diagnostic mode the deficit jumped rapidly to 475. The doctor at the point stated that he believes there was a perforation. The [disposable] was never used. It uncertain what caused the perforation. The doctor was going to perform a laparoscopy on the patient. No further information was provided."